Event description:
An affiliate reported that a pt was admitted for revascularization of the mid left anterior descending artery. The lesion was "very tight" and was predilated and a buddy wire was used. The 3.0 x 23mm cypher select + could not cross the lesion. After the cypher was removed and the lesion pre-dilated with a larger balloon, the cypher crossed the lesion. As the physician was inflating a 3.0 x 23mm cypher select + with an encore 26 pressure indeflator, he noticed that the balloon was not inflating and contrast/saline was leaking from a crack in the hub. The device was removed through the guiding catheter and the procedure was successfully completed with a 2.75 x 23mm cypher select +. The initial device had been pulled out of the packaging by the hub, and no anomaly was noticed. The device was returned for analysis.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.